Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was missing cover and one of the pins to hold the ring on the sensica device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. The device was not returned.

Event description:
It was reported that there was missing cover and one of the pins to hold the ring on the sensica device.